Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead dislodgement was observed via chest x-ray. Oversensing in the ventricle and failure to capture were noted. The lead was repositioned. The patient was stable and discharged.